Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (exp. Date & lot #). Corrected: d4 (primary UDI number). H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: product code: sd800.440. Lot number: 20696p6. Manufacturing site: jabil inc. Brandywin. Release to warehouse date: may 16 2024. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an urgent request for a peek implant was received on (B)(6) 2024 and immediately uploaded the CT data. On (B)(6) 2024 the most tenured coordinator in this group emailed the proposed implant design to a random person with a similar last name as the requesting surgeon however the mistake was only realized at 8pm that night. Before the issue was noticed we badgered the surgeon for a response in order to meet the surgical date of monday (B)(6) 2024. This group will not move an implant into production until a emailed response from the surgeon is received. During this hassle the surgical date moved to tuesday (B)(6) 2024. On the day of surgery, it was noticed that the implant looked different than what was requested by the surgeon. After reviewing emails, it was then confirmed that the engineer designed and manufactured an implant that was the exact opposite of what surgeon has requested. This report is for one (1) psi sd800.440 peek implant. This is report 1 of 1 for complaint (B)(4).